Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "9.7 mmol/l" with the subject meter and "6.3 mmol/l" on another device, performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. This complaint is being reported because the subject meter did not meet lfs accuracy criteria. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): on performance testing with control solution, an error 4 and slow fill was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/07/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 2/27/2013 and 8/1/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.